Event description:
It was reported that during a training/demo of the davinic system, the left master tool manipulator (mtml) was unable to be moved freely and could not complete its homing sequence. Prior to contacting technical support, the customer had already attempted to resolve the issue by rebooting the system and repositioning the console, neither of which resulted in any improvement. Upon engagement, technical support reviewed the error logs and identified error 22032, which indicated that the mtml grip was unable to home. Technical support then inquired whether there was any obstruction present in the mtml grip, at which point the customer confirmed that one of the strings within the grip had been found to be out of place. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.